Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? No, jammed. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Not mentioned. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, once out of pt. What were the indications for surgery? Gall bladder disease. Does the patient have any relevant history of surgical treatments? Asku. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. Did the surgeon try to pull the trigger from the handle? No. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Yes. How was the device removed? Unknown how but removed manually. Was there any tissue damage? No. If so, how was it repaired? Na. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. A clip jammed when on the cystic duct and device could not be opened. Unknown how the device was manually opened and removed from the tissue. Another device was used to complete the case. There was no adverse consequence to the patient.